Event description:
It was reported that the equipment kept running during set up for a procedure. Multiple cords and handpieces were tested. This console is the only one that created a run- on condition. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the end user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the equipment kept running during set up for a procedure. Multiple cords and handpieces were tested. This console is the only one that created a run- on condition. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the end user facility, there was no patient involvement and no delay to a surgical procedure.